Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported smoke was coming from the mix motor, and burning smell was noted. Additional follow-up was made with the biomed tech, who stated the mixer was 10 or 11 years old and confirmed there was no patient involvement at the time of the event. Per biomed tech burning and smoke was discovered while mixer was mixing a batch of 3k concentrate, and the motor was replaced on (B)(6) 2018.

Event description:
A user facility biomedical engineer (biomed tech) reported smoke was coming from the mix motor, and burning smell was noted. Additional follow-up was made with the biomed tech, who stated the mixer was10 or 11 years old and confirmed there was no patient involvement at the time of the event. Per biomed tech burning and smoke was discovered while mixer was mixing a batch of 3k concentrate, and the motor was replaced on (B)(6)2018.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported smoke was coming from the mix motor, and burning smell was noted. Additional information was requested and was not received to date.